Manufacturer narrative:
F10: event product codes; pt and device were incorrectly labeled, and should have been labeled: {na}.

Event description:
It was reported the device was used during a adhesiolysis procedure. It was reported the "safety reset button did not activate. It returned to the original position". There was no consequence to the pt.